Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient contact requested technical support after the patient encountered a make sure the heater bag is on the heater tray alarm during fill 2 of 2 during the previous nights treatment. The patient cancelled the treatment and upon removing the cassette observed evidence of a fluid leak inside the cassette housing. The patient was advised to contact the peritoneal dialysis nurse and to discontinue use of the cycler. Follow up with the patient indicates that the clinic was notified of the alleged event and there was no complications experience or medical intervention. The patient completed treatment with continuous ambulatory peritoneal dialysis. The patient reported discarding the cycler set.